Event description:
The customer reported that the insulin pump may not be delivering insulin properly. The customer stated that she had been experiencing high blood glucose levels and although she treated with the device, her glucose levels were not coming down as they should have been. The customer reported changing her insertion sites, but her blood glucose level stayed high. Blood glucose level at the time of the incident was 272 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 421 mg/dl, which the customer treated with a manual injection. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.